Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 8 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ medstation es - main drawer 1 on station guh c63 is failing (previous case phone ¿ case: (B)(4) ¿ med es-drawer required maintenance. ¿ case: (B)(4) ¿ failed drawer required maintenance. ¿ case: (B)(4) ¿ med es-multiple drawer has failed on station guh c63. ¿ case: (B)(4) ¿ failed drawer required maintenance. ¿ case: (B)(4) ¿ main drw 1-pkt a1 failed. ¿ case: (B)(4) ¿ failed drawer. ¿ case: (B)(4) ¿ drawer failed - requires maintenance. A review of the device history record for sn (B)(6) was performed from the date of go live, 03-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not able to open via application or diagnostics. A field service engineer replaced the faulty main full height drawer one controller board, reinstalled the drawer back on the cabinet, and ran diagnostics. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system drawer failed to open. A customer had reported that a nurses were unable to access any medications due to a malfunction, which had resulted in a delay in patient care. There were no adverse events or injuries reported based on this incident.